Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed when advancing the interventional wire in the common carotid artery (cca). It was noted that enroute arterial sheath caused the dissection. The physician elected to convert to a carotid endarterectomy (cea) to address the reported dissection. It was reported that the patient is stable and the procedure was completed successfully.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was noticed when advancing the interventional wire in the common carotid artery (cca). It was noted that enroute arterial sheath caused the dissection. The physician elected to convert to a carotid endarterectomy (cea) to address the reported dissection. It was reported that the patient is stable and the procedure was completed successfully.